Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported the patient fell and hit her head on a dresser and reported something suddenly did not feel right. The patient could not get an appointment with the healthcare professional until the end of may. No further complications were reported or anticipated.